Manufacturer narrative:
Visual inspection: during the investigation, visible deposits in the control reservoir were determined. Permeability test: a permeability test has shown that the progav 2.0 and the shuntassistant 2.0 are permeable while the control reservoir has a blackage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves do not operate within the permissible tolerance in their respective relevant positions an accelerated outflow of both valves could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves and the reservoir. Results: based on our investigation results, we were able to determine that the complete shunt system is not permeable. After separating the components, accelerated outflow was detected at both valves. The deposits visible in the valves led to the change in flow rate. Furthermore, we determined that the control reservoir was the cause of the non-permeability of the complete system; a blockage of the reservoir was detectable. The visible deposits inside the reservoir led to the blockage. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the return shipment is complete with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system xabo (#fx609a) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.